Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that the disposables had two red looking dots was identified on the internal walls of the drip chambers. There were no reported patient involvement and harm.